Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -14.00/+2.5/090 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was reported as lens rotation not associated to a low vault. The lens was repositioned and the problem was resolved. The lens remained implanted. The eye is quiet and patient is very happy.